Event description:
It was stated that "patient was confused prior to the event. He was sitting in a wheelchair, found to be short of breath, respirations 34 and labored. The blue port to the triple lumen catheter was on the floor. The lumen was clamped off; the patient was lifted into bed and placed on left side in trendelberg position. Oxygen was increased, abg's drawn and chest x-ray done. No physical complications apparent after this event. The hub became disconnected at the connection site (it did not appear to have been chewed) with smooth edges"device labeled for single use. Patient medical status prior to event: unknown. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: none or unknown. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: unknown (cannot determine). Corrective actions: none or unknown. The device was destroyed/disposed of.